Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Current repair: product evaluation: product review of the skin graft mesher sn (B)(6) by dover on 8 may 2020 revealed that the comb was bent so a pre-test could not be performed. Product repair: repair of the device was performed by dover on 8 may 2020 which included replacement of the following: comb the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the comb was slightly bent. No adverse event was reported as a result of this malfunction.